Event description:
It was reported that the ilet user was awakened by a low-glucose alert, with a pump reading of 45 mg/dl after eating a candy bar before sleep, then self-treated with approximately 15 grams of oral glucose and later confirmed recovery by fingerstick to 131 mg/dl; subsequent discussion indicated the pre-bed candy bar contributed to a post-treatment rise to about 200 mg/dl, and the event was associated with user handling of meal and treatment inputs on the user interface. Symptoms included hypoglycemia and hyperglycemia ranging from 30 mg/dl to 200 mg/dl. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to a missed meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.